Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a driveline disconnect alarm; however, it was determined that the controller was unrelated to the cause of the reported event. The submitted log file contained approximately 24 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Intermittent drops in pump speed and pump stop events were captured on (B)(6) 2023 from 02:39:46 to 04:40:48. During the drops in pump speed, the log file captured driveline disconnect alarms on (B)(6) 2023 from 02:39:48 to 02:39:49. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller running software version 7.23. An update has been provided to future software versions. These events are addressed further under the pump investigation. The data in the log file did not indicate any issues with the system controller. The reported event could not be correlated to an issue with the system controller. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2023-07300. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had speed drops while connected to the power module at home. A tear to the driveline sheath was also noted with exposed wires. The log file captured 2 pump stops and 11 low speed advisories on (B)(6) 2023. The two pump stops were the result of a driveline disconnect. These issues only appeared to be occurring while the patient was connected to the power module. The patient was asymptomatic. It was later communicated that the driveline was repaired without issue.